Event description:
A pt reported that they could not reconnect their electrode belt to the monitor after they had disconnected it to download the monitor. Pt reported getting "connect belt" messages on the monitor display. Pt received a replacement continued to use the replacement electrode belt without recurrence until they discontinued use of the device on 05/2004.